Event description:
During a hemorrhoidectomy procedure, the surgeon stated that the device stopped functioning during procedure. There was no reported pt consequence and procedure was completed with same like product.

Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off. The remaining portion of the blade had scratches. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."